Event description:
Bowel injury surgically repaired. Closure performed via rectoscopy.

Manufacturer narrative:
Lot and product info unavailable at this time. The international nature of this event has contributed to the difficulty in acquiring product details. If additional relevant info becomes available, manufacturer will supply a follow-up report. Device manufacturer date unavailable due to absence of product lot info. There was no evidence of out of specification condition during this evaluation.